Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken molded insulator on one of the grips resulting in detached grip tips. The base was still intact and the detached grip tip was not returned with the instrument. The conductor wire was found to be broken as well. The probable root cause of broken molded insulator is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause of the broken conductor wire is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grasper on 8mm force bipolar instrument snapped away. The procedure was completed with no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument broke away during the case. No fragments were left in the patient and there was no injury to the patient. Site experienced delay while grabbing another peel packed arm. Site was unable to disclose patient demographics.